Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had no power. It was noted that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/12/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings:a review of the pump¿s black box history showed that two power reboots after loss of prime warnings occurred on 01/21/2015. Visual inspection revealed that the battery compartment was cracked below the bumper pad. The returned battery cap threads were found to be stripped and the coin slot was damaged. The returned battery cap was not able to be fully secured to the pump and was difficult to remove from the pump. A test battery cap was able to be fully secured to the pump and was used to complete a 24 hour duration test. No power interruptions occurred using the test battery cap. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.